Event description:
It was reported that a product experienced trouble with 8 cassettes and a provider tried several different ones, it was stated that a 3 had occlusions that would not allow the medication to run. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4453430 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
While performing a review, it was found that the recall number z-0964-2023 provided in the initial MDR is does not apply to lot number 4453430 and is inapplicable to complaint.